Event description:
It was reported that the product was found non-conforming at the distributorship. There were issues with the sealing area. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in japan -visual evaluation of the returned product found 18 pouches with creasing in the seal area. A dye test was performed and found seals that are non-conforming to zpc 8.400. -review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. -the root cause of the reported event can be attributed to a manufacturing issue. -complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.